Event description:
Rptr had an accident and was diagnosed with degenerative disc l5-s1. Was sold on procedure. Never told about adverse problems, performed bak interbody fusion. Now the cages are moving. If you look at different health forums and search failed fusions you will find many people complaining of pain after bak surgery and that the surgery has ruined their lives and rptr's. Now rptr has to have further instrumentation to correct a surgery that was half done. There should have been rods and screws with the bak cages.